Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge into their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support educated the caller on the minimum fill recommendation for the pump and instructed them to add more insulin to the cartridge. However, the caller had no additional insulin available and was advised to contact their healthcare provider for further assistance.